Event description:
A rupture of an intra-aortic balloon (iab) catheter occurred. The heart went into a spontaneous rhythm. 2 atrial and 2 ventricular pacing wires were placed. The patient was then weaned from cardiopulmonary bypass with inotropic support and was decannulated without difficulty. The left femoral artery was repaired with interrupted sutures with good flow distal to the repairs. Chest tubes were placed in the mediastinum and right pleural space. After a short period time patient still required significant inotropic support therefore an intra-aortic balloon pump (iabp) was inserted percutaneously under transesophageal echocardiogram guidance and via the right femoral vessels.after the procedure, when leaving patient room the rn noticed blood in helium line backed up to entry of iabp machine. Paused iabp machine paged np who was in the room within 5 min of notification. No sound of alarm to alert nurse to ruptured iab catheter. Balloon removed immediately by np. Patient vital signs stable, positive doppler signals in bilateral legs. No apparent injury to patient.======================manufacturer response for intra-aortic balloon catheter, maquet linear 7.5fr. 40cc (per site reporter).======================still awaiting manufacturers report on device.